Event description:
Heartmate 3 presents with cerebrovascular accident (cva) on postop day #1 that included removal of veno-arterial extracorporeal membrane oxygenation (va-ECMO) and impella. Additionally, pt experienced vt/vf arrest one week prior to surgery, requiring va-ECMO placement; neuro function was grossly intact following arrest, however neuro assessment in the setting of critical illness was limited. On postop #1, CT brain confirmed acute right middle cerebral artery (mca) distribution infarct, small left posterior cerebral artery (pca) territory infarct, and questionable small infarct of the right anterior cerebral artery (aca) territory.